Event description:
The following is based on medical records (discharge summary) provided by the pt's attorney: (B)(6) 2009 - pt underwent vaginal prolapse repair with bladder sling. During this procedure the pt was implanted with multiple pelvic devices including bard soft mesh. The attorney's report alleges permanent injury never damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Based on a discharge summary provided by the pts attorney the pt underwent vaginal prolapse repair with the bladder sling on (B)(6) 2009; during this procedure the pt was implanted with multiple pelvic devices including bard soft mesh. The pt's attorney did not allege a specific device failure and the medical records provided was limited to the pt discharge summary. We have contacted the initial reporter to request additional info. A mfg review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.